Event description:
A customer reported that results from a single patient sample obtained using a vitros 5600 system was associated with the incorrect patient name. Mis-associated patient results may lead to inappropriate physician action. There was no report that erroneous results were reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results for a single patient sample was associated with an unintended patient. Limited information was provided to assist in the investigation. There was no evidence to suggest an instrument malfunction. Furthermore, user error with regards to sample programming cannot be ruled out as a contributing factor. The root cause of the event is unknown.